Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the device powered up to an error and it was attributed to a driver error accessing memory. The software was reloaded and the device then passed all tests. (B)(4).

Event description:
It was reported that the programmer generated "serious programmer error" and "memory dump" messages. It was further reported that both were able to be cleared with a power cycle. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.